Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 05/10/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as swollen, raised and itchy. Reaction was located right by the sensor wire. Patient removed the sensor and treated the affected area with over-the-counter antibiotic treatment. On (B)(6) 2016, the patient spoke to her endocrinologist regarding the skin reaction and was recommended flonase. At the time of contact, the patient was okay. Additional event or patient information was not provided.